Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call issues with the insulin pump. The customer¿s blood glucose was 302 mg/dl at the time of incident. Customer stated that the insulin pump had battery out limit alarm, keypad anomaly, and a blank display. Customer also reported that the insulin pump would show that the battery was low even with new battery installed. Customer declined troubleshooting. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Unit received with currents in spec. No unexpected battery out limit, weak battery or blank display. Lcd board ok. No button error alarm. Unit received with intermittent esc button response due to flattened button keypad dome. Button keypad connector was found closed properly during visual inspection. Unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked lcd window. Time/clock works properly.